Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have entered bolus wizard information and when the act button was pressed it went to normal bolus. Customer's blood glucose was 475 mg/dl. Customer was not able to troubleshoot, therefore malfunction could not be determined. Customer was advised to call back.